Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while delivering insulin. The customer also received a meter blood glucose now message. Customer's blood glucose level was over 600 mg/dl. The customer was sick. While troubleshooting the insulin pump alarmed no delivery and insulin did not exit. Insulin exited but with greater than normal resistance when attempting to plunger push. The alarm was caused by an infusion set/reservoir connection. The device was not returned.